Event description:
It was reported that a tsb35 was used during a laparoscopic appendectomy. It was reported by the affiliate that the staples cut correctly. No bleeding was noticed at the end of the operation proceure. Hours later, blood came outside of the staple row. A blood transfusion was given and reoperation. The surgeon stated that there is no evidence for a direct relation between the tsb35 device and the postoperative bleeding. It also was indicated by the user that the tsb35 functioned properly and that the postoperative bleeding was not caused by any malfunction or failure of the device. It was also stated by the user that this event falls within the normal rate of postoperative complications. There was no permeative disturbance of health to the pt.